Event description:
Bowel injury treated with a temporary diverting colostomy.

Manufacturer narrative:
The code was selected with "other" meaning that the training, inspection, lot records, etc, were evaluated. There was no evidence of out of specification condition that could have contributed to this event.